Manufacturer narrative:
Cleo device was not returned. Device passed all quality testing before it was released. Unable to determine root cause. No photos and device to investigate.

Event description:
Information received a smith medical cleo infusion set moved from the abdominal cavity when the consumer moved abruptly. The study drug that was being infused escaped wetting the consumers shirt and abdomen the site needed to be reinserted with new tubing and device. No adverse to consumer as the finding had action taken to preclude serious injury by changing out device.